Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 465 mg/dl at the time of incident and current blood glucose level was 250 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose level with bolus from insulin pump. Customer also stated that they were hospitalized because of sickness. Customer does not allege that insulin pump was under delivering and drive support cap was normal. The insulin pump will not be returned for analysis.